Manufacturer narrative:
Device passed displacement test. Device received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted. The test reservoir stay locked in place noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level was 523 mg/dl. Customer also having the another relevant blood glucose values 99 mg/dl, 138 mg/dl, 118 mg/dl, 102 mg/dl, 142 mg/dl, 144 mg,dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with the manual injection. Troubleshooting was done for high blood glucose. It was unknown that the customer was using auto mode or not. The insulin pump will be returned for analysis.